Event description:
It was reported that the patient experienced infusion set adhesive event on 26 feb 2026, as the customer stated that patch folded/stuck to itself prior to insertion. The blood glucose level was high, which was treated by correction bolus via pump.

Manufacturer narrative:
Initial 6 of 7. E1: event country: canada. Name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.